Event description:
Revision surgery performed on a margron hip replacement due to pt symptoms of pain. Need for revision appears to be due to surgeon error in initial procedure.

Manufacturer narrative:
Pt complained of pain; stated pain after surgery was same level or worse. X-rays showed the device was well fixed and in contact with cortical bone. However, device was in slight varus (out of alignment). Comments by revising surgeon indicated surgeon error during primary procedure. The margron dtc implant system was removed with difficulty and replaced with an alternate MFR's hip replacements system. The need for revision of primary implant was attributed to surgeon error, due to incorrect placement of the stem (too high and in varus). Primary surgery was performed by a surgeon with a known history of substance abuse. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.